Event description:
During a hemorrhoidal banding procedure, a cook 6 shooter saeed multi-band ligator was used. The physician turned the knob multiple times in an attempt to deploy the bands, but they would not deploy. The endoscope was twisted upward. Once the device was removed, the bands deployed outside of the pt. The procedure was hampered due to the experienced difficulty. A new kit had to be opened and the procedure time was extended to finish the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a complete evaluation of the returned device could not be completed because the device returned already had one band deployed, and only one remaining band on the barrel. The barrel containing the last band was visually examined. No defects or abnormalities were observed with the bands, barrel or trigger cord. The device was attached to an olympus 2.8 channel gif q20 endoscope. The remaining band fired successfully. The bands constricted and was securely attached to the simulated varices. The trigger cord assembly was then evaluated and it was concluded that the device met manufacturing standards. The trigger cord assembly was found to be within specification. Movement of the handle wheel was performed and functioned as intended. The trigger string was then evaluated and it was concluded that the device met manufacturing standards. The trigger string was found to be within specification. No defects or nonconformities were found in the returned device. The lot number associated with this complaint was researched to determine the manufacturing date of the actual bands. We can conclude from these dates that the bands are within the acceptable age date range to ensure the bands maintain their elasticity properties. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released to distribution. Investigation conclusions: a definitive cause for this observation could not be determined because of the condition of the returned product and the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses. Restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "the use of an endoscope in a sound state or repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the knot must be seated into the hole or the handle will not function properly. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord slightly if the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band (s). Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.